Manufacturer narrative:
Investigation results: the complained product was not available for investigation. Therefore, the investigation was based upon batch history review, event description, and review of pictures. The provided pictures show that there are bone cement residues on to intended area/surface of the femoral component. The tibial component shows no bone cement residues. Batch history review: the device history records have been checked for all available lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with nx030z - as vega ps femoral comp.cemented f4r. According to the complaint description, the "femoral component debonded from the cement mantle" postoperatively, whereas the tibial component was removed with more difficulty. The patient had complained of severe pain and instability approximately 10 months after the initial implantation. Postoperative diagnosis had been instability and aseptic loosening of femoral component. Non-aesculap ag products were implanted instead during the revision surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx030z\ as vega ps femoral comp.cemented f4r (aesculap ag reference no. (B)(4). Involved components: nx044/ patella 3-pegs p4 (aesculap ag reference no. (B)(4); 9610612-2025-00099 ). Nx055z\ as vega ps tibial plateau cemented t3 (aesculap ag reference no. (B)(4)). Nn264z\ as tibial obturator d14mm (aesculap ag reference no. (B)(4)). Nx131\ vega ps gliding surface t3/3+ 12mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description update. B6 - relevant tests. B7 - patient medical history.

Event description:
Update: a right knee joint replacement occurred on (B)(6) 2019 for pain and decreased motion after multiple surgeries on the knee. Multiple arthroscopic procedures in 2021 were noted, with no period of improvement after tka. A revision of the tka right knee was performed on (B)(6) 2025 due to pain, instability, and aseptic loosening of the right femoral component. There was no gross evidence of infection. Associated medwatch reports: nx030z\ as vega ps femoral comp.cemented f4r (aesculap ag reference no. (B)(4); 9610612-2025-00151) involved components: nx044/ patella 3-pegs p4 (aesculap ag reference no. (B)(4); 9610612-2025-00099 ), nx055z\ as vega ps tibial plateau cemented t3 (aesculap ag reference no. (B)(4), nn264z\ as tibial obturator d14mm (aesculap ag reference no. (B)(4), nx131\ vega ps gliding surface t3/3+ 12mm (aesculap ag reference no. (B)(4).